Event description:
Event description cpi received information that during pocket closere, this implantable pulse generator (ipg) was exhibiting no output. The physician reopened the pocket and verified lead insertion. The physician removed the leads from the header, wiped them, blew air into the header with a syringe and reinserted the leads. The ipg functioned appropriately.